Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after they had their cardiac resynchronization therapy pacemaker (crt-p) adjusted, they have become "extremely tired". The patient also noted having "little fainting spells here and there". The crt-p remains in use. No further patient complications have been reported as a result of this event.